Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call blank display screen on their insulin pump. Customer's blood glucose level was around 200-300 mg/dl. Customer advised they replaced the battery on the device several times and there is still blank display. Troubleshooting for the blank display was performed. Customer advised they slipped and the insulin pump fell a few months ago. Customer advised the display screen has a little scratch and the battery cap is a little worn out. Customer was advised to monitor the insulin pump and that a replacement battery cap will be sent out.